Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse li-ion battery s/n (B)(4) failed to power up the autopulse platform (s/n unknown) before their training session in (B)(6) 2021. The customer could not recall what led lights were illuminated on the battery before inserting it into the autopulse platform. However, the customer believed that the battery must have been successfully charged as the status led indicator on the charger showed a yellow led light during charging the battery, and a green led light was displayed after the charging was completed. The customer mentioned that they currently have no known-good li-ion batteries to test the autopulse platform to ensure whether the autopulse can power on and operate as intended. The customer provided no further information. No patient involvement. As per the customer, the battery was last successfully charged in (B)(6) 2021. Please see the following related MFR report: MFR # 3010617000-2021-00946 for the autopulse platform (s/n unknown).

Manufacturer narrative:
The reported complaint that "the autopulse li-ion battery (s/n (B)(6) failed to power up the autopulse platform (s/n (B)(6) was confirmed during functional testing of the returned battery. Upon visual inspection, no external physical damage was observed, and no leds of any type were lit on the battery indicator panel. The autopulse li-ion battery failed to charge in a known good autopulse multi-chemistry battery charger (mcc), and no leds of any type were lit after the charging attempt. Multiple attempts were made to download the battery archive; however, the archive could not be downloaded. The battery case was opened to perform an internal component level inspection and test. No physical damage was observed, but the battery also failed the component level inspection as some of the battery cells were unable to charge. Without being able to reset the internal microprocessor and access the archive files, the root cause of the reported battery failure could not be determined through this investigation. The probable root cause for the reported complaint could be due to battery mismanagement and charging practice or electrostatic discharge (esd) or broken/damaged components.

Event description:
The customer reported that the autopulse li-ion battery (s/n (B)(6) failed to power up the autopulse platform (s/n (B)(6) before their training session in (B)(6) 2021. The customer could not recall what led lights were illuminated on the battery before inserting it into the autopulse platform. However, the customer believed that the battery must have been successfully charged as the status led indicator on the charger showed a yellow led light during charging the battery, and a green led light was displayed after the charging was completed. The customer mentioned that they currently have no known-good li-ion batteries to test the autopulse platform to ensure whether the autopulse can power on and operate as intended. The customer provided no further information. No patient involvement. As per the customer, the battery was last successfully charged in (B)(6) 2021. Please see the following related MFR report: MFR # (B)(4) for the autopulse platform (s/n (B)(6).